Manufacturer narrative:
B1: added product problem. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the sepsis was unable to be determined due to insufficient clinical details. The cause of the product damage in the anticontamination sleeve was not determined due to no product return and insufficient clinical details.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A4 is unknown.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a (B)(6) male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. The patient received support from the 5.5 while in the intensive care unit. On day 28 of support, the patient became septic. A tear in the sterile sheath cover was observed, cleaned with chlorhexidine gluconate, and an occlusive tegaderm applied. The 5.5 was not considered to be a contributing factor to the sepsis as the patient had already had an increase in white blood cell count. That same day, there was an error with the automated impella controller during purge change, which resolved without intervention. This event is conservatively reported as the sleeve tear prompted intervention, but there was no lasting harm or injury reported and no consequence to support. The controller error will be conservatively reported for hemodynamic instability during purge change, but there was no intervention needed and no lasting harm or injury reported.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer. Related medical device reports: this impella 5.5 report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller